Manufacturer narrative:
The customer will be provided with replacement electrodes. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the electrodes connected to their device were not being recognized. Another set of electrodes were available and were used; the device recognized them and connected correctly. There was no patient use associated with the reported issue.